Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: a complaint history check was performed and this is the 1st. Related complaint for needle clog, & breaks off during use pe on lot # 9281226. A review of risk management document (B)(4), indicates that the potential risk of this specific reported incident (pen needle, needle clog, breaks off during use pe) was captured and addressed. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that during use with a bd ultra fine¿ pen needles the needle was clogged when priming and then broke at the patient end during injection. The following information was provided by the initial reporter: it was reported that the needle clogged during priming and no insulin would flow. Also, the needle is bent at the patient end during injection and the needle broke off at the patient end just before entering the skin during the injection. Consumer does not re-use, consumer pinches up with nano needles.